Event description:
The customer reported a lost sensor alarm. The customer's blood glucose was 240 mg/dl. It was also stated that the transmitter does not blink when connected to the sensor, and a bent cannula. Nothing further reported.

Manufacturer narrative:
Findings: the reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to no isig readings. Checked lab transmitter for proper use and operation using tool t7706 and transmitter passed per spec. Also found sensor's canula bent unable to confirm if customer received sensor in said condition due to it being returned opened/used.